Event description:
The ge oec 9800 fluoroscopy system displayed a communication failure error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and a defective cpu. The cpu was replaced to repair the malfunction. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable to, would not provided any pt info with respect to this issue.